Event description:
The facility reported an infusion pump with a failure code 810:04. The facility's representative stated that there was no incident inv0lved with this pump since the last baxter service event. It is not known whether the incident occurred during an infusion or while the pump was stopped.